Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year and 8 months (B)(4). The device was not available for evaluation. A correlation between the device and the reported event could not be conclusively determined. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was found unresponsive at the nursing home. It was unclear if the patient fell. The patient never regained consciousness. A CT scan showed a devastating subarachnoid hemorrhage and subdural hematoma. No changes had been made to the patient's anticoagulation regimen and the patient was on coumadin only. The patient had been taken off of aspirin months earlier due to previously unreported gastrointestinal bleeding. The patient expired on (B)(6) 2015. The pump will not be returned for investigation. The vad coordinator reported that the pump was functioning at baseline. No further information was provided.